Manufacturer narrative:
H6 - device code: updated.

Event description:
It was reported that a brake malfunction occurred. The stenosed target lesion was located in the left anterior descending artery (lad). A 1.50mm rotapro was selected for use. During the procedure, while removing the burr on dynaglide mode, brake defeat was engaged using clip docking method. Brake defeat disengaged several times causing it to grip the wire and pull it back with the burr extraction. The procedure was completed. There was no patient complications reported.

Event description:
It was reported that a brake malfunction occurred. The stenosed target lesion was located in the left anterior descending artery (lad). A 1.50mm rotapro was selected for use. During the procedure, while removing the burr on dynaglide mode, brake defeat was engaged using clip docking method. Brake defeat disengaged several times causing it to grip the wire and pull it back with the burr extraction. The procedure was completed. There was no patient complications reported.

Manufacturer narrative:
H6 - device code: updated. H6 - device code: added material integrity problem (a04).

Event description:
It was reported that a brake malfunction occurred. The stenosed target lesion was located in the left anterior descending artery (lad). A 1.50mm rotapro was selected for use. During the procedure, while removing the burr on dynaglide mode, brake defeat was engaged using clip docking method. Brake defeat disengaged several times causing it to grip the wire and pull it back with the burr extraction. The procedure was completed. There was no patient complications reported.